Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be user related (example: salt accumulation)/ block drainage lumen/ no drainage eye. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labeling review due to unknown product code. Although the product family was unknown, the latex foley catheter product ifus were found to be adequate based on past reviews. The device was not returned.

Event description:
It was reported that several bard catheters were clogged and prevented adequate urine output from the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that several bard catheters were clogged and prevented adequate urine output from the patient.